Event description:
Ous MDR - it was reported that about 1.5 months after the implantation the pacing impedance was < 200 ohms and no signal was seen on the ventricular channel. A revision was performed on (B)(6), 2014 and a new device was implanted due the appearance of blood in the connector. The patient was discharged on the same day. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. The device was implanted for 2 months and 3 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no blood or foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis revealed pacing impedance of <200 ohm since (B)(6) 2014, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be flawless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. As of today, the lead is not available for analysis, therefore the device itself could not be investigated. In summary, the ICD was fully functional. There was no indication of device malfunction. The lead was not available for analysis.